Manufacturer narrative:
The evaluation found foreign material exited the distal end of the biopsy channel. Additionally, the distal end cover is damaged. The bending section cover glue is separated and is porous. The up/down lever plate is defective. The universal cord has surface damage and the angulation is below specifications; wire stopper has play. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (ocg) was informed that a customer uretero-reno videoscope was returned to the region repair center for a reported ¿channel malfunctions¿ that was found during an unspecified event. Upon inspecting and testing the scope, the service technician found foreign material exited the distal end of the biopsy channel. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event cannot be determined. This event can be prevented/detected by following chapter 3 preparation and inspection of the instructions for use which state: "1. Inspect the control section, video connector and light guide connector section for excessive scratching, deformation or other irregularities. 2. Inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Inspect the external surface of the entire insertion tube for dents, bulges, swelling, peeling, or other irregularities. 4. Holding the insertion tube gently with one hand, carefully run your fingertips over the entire length of the insertion tube in both directions. Inspect for any protruding objects or other irregularities. Also confirm that the insertion tube is not abnormally rigid." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 30-jan-2022.investigation activities have been opened to manage the actions related to this report and any required MDR reporting.